Manufacturer narrative:
Received voluntary medwatch mw5152708

Event description:
It was reported via voluntary medwatch that intermittently under-sensing was noted on the lead. No additional information was provided.